Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation record received. Litigation alleges the patient suffers from friction and wear between head and liner, large amounts of toxic cobalt-chromium metal ions released in blood, tissue and bone, pain, discomfort, inflammation and difficulty ambulating. Doi: (B)(6) 2006 ; dor: (B)(6) 2017 (left hip). Patient is bilateral, please see (B)(4).

Manufacturer narrative:
Product complaint: (b)((4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided.

Event description:
Ppf alleges infection and metal wear/metallosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4).